Manufacturer narrative:
The investigation into the reported "access site bleeding" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the patient developed a hematoma around the impella access site and coincidingly experienced a drop in hemoglobin levels. The patient was administered one unit prbc to counteract the condition. There was no lasting patient harm. The root cause of the access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
The user facility reported a 70-year-old male in st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient developed a hematoma around the impella access site and coincidingly experienced a drop in hemoglobin levels. The patient was administered one unit prbc to counteract the condition. There was no lasting patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿